Event description:
Customer called reporting unexpected negative reactions on the echo. A patient sample was sent from another facility. It was run on the echo at another facility and an anti-k and anti-fya were identified.

Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention capture-r ready screen (crrs) (3), lot r037 and retention crrid, lot ID 111 and extend, lot dp033.these products were used at the time of the event. Reactivity of the k antigen was confirmed on retention crrs(3), lot r037. No k antigen confirmation was performed with retention crrid, lot ID 111 and extend dp033 while the product was in date. DHR review is ongoing.the customer did not return sample for investigation testing.